Event description:
The customer tested his blood glucose using his contour system and received a reading of 259 mg/dl. Forty-five minutes after testing, the customer took 20 units of insulin. Forty-five minutes after taking insulin, the customer tested again and received a reading of 219 mg/dl. He took more insulin after the second test. Sometime that same day, the customer's daughter arrived at his house and called paramedics since the customer seemed confused. Paramedics tested the customer's blood glucose at 37 mg/dl when they arrived. It's not know what type of treatment the customer received. The customer used the last of the test strips that gave the higher readings, so no product will be returned.